Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, g1, h6 and h11. A review of the complaint history for sn 16037854 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16037854 was performed from 20-apr-2022 to 19-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station popped up an unexpected database error. The field service engineer has previously replaced the communication sled, and the device has undergone reimaging three times. During this visit, the all-in-one (aio) unit was exchanged; however, this did not resolve the issue. The field service engineer escalated the case to technical support specialist, since all hardware solutions have been exhausted stating the root cause is most likely a database issue. Inspection revealed that there were no indications of damage to the peripherals, chassis, or drawers. Additionally, the cabling exhibited no signs of damage or fraying. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system unexpectedly showing an error message, preventing user to open the database. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device data error occurred due to software issue. A field service engineer reimaged station to resolve and advised escalating to technical support specialist once the issue reoccurs. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly showing an error message, preventing user to open the database. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Section e1 correction: email for the initail reporter was corrected.